Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the pfna ii helical blade¿s interlocking mechanism failed. The issue was noted preoperatively. There was no patient involvement. No further information was provided. This report involves one pfna-ii blade l95 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that had significant damage on the tips of the flutes with some missing material. The damage is the result of contact with the nail during insertion. The allegation of will not lock cannot be confirmed as the internal locking mechanism is performing as intended. A dimensional inspection for the pfna-ii blade l90 tan was not performed due to post manufacturing damage. A complete functional test could not be performed as the mating devices were not returned to asses the interaction. A partial functional test was performed on the locking mechanism of the helical blade. The end cap and the screw were first disassembled from the sleeve. The notch of the screw was then latched onto the notch of the helical blade, and was then assembled with the sleeve and the end cap. The end cap was then fastened. The end cap was able to lock all the way leaving no gaps between the sleeve and the blade. The blade could not rotate in the locked position. The components could also be unlocked and disassembled with no difficulty. The device functioned as intended. The overall complaint was unconfirmed as the observed condition of the pfna-ii blade l95 tan would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following drawings reflecting the current and manufactured revisions were reviewed: se_193673 rev. C (current & manufactured) dimensional inspection: n/a device history lot a manufacturing record evaluation was performed for the finished device part: 04.027.054s lot: 1719p59 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 06-sep-2022 manufacturing site:jabil bettlach expiry date:01-aug-2032 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.